Event description:
The customer reported a patient was admitted on neuro unit who came to mdc endo for peg tube placement. When nurses from neuro removed his ng feeding tube, part of it must have broke off and stayed in the patient's stomach. The nurse who removed it was unaware that the tube had broken off and was left in the patient. When the doctor did an endoscopy to insert the new peg tube, he found the small piece of the ng feeding tube that broke off and removed it from patient's stomach. In the part of the tube that was left inside the patient, it looks like little medication beads were plugging the tube. On 31mar2026, the customer confirmed that the portion of the tube that remained in the patient was removed via the endoscopy performed to place the peg tube, no further surgeries/procedures were performed. Per additional information provided on 13apr2026, the date of insertion is unknown. The nurse removed the tube on (B)(6) 2026. The physician discovered the remaining piece and removed it within 30-60 minutes of the tube being removed from the nare. The surgeon was placing a pg/peg tube, noted and removed the distal end of the tube. Regarding the mention of "little medication beads", the customer further stated the medication provided was flomax. Flushing was done per policy. There was no harm to the patient. The patient was transferred to rehab on (B)(6) stable.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported a patient was admitted on neuro unit who came to mdc endo for peg tube placement. When nurses from neuro removed his ng feeding tube, part of it must have broke off and stayed in the patient's stomach. The nurse who removed it was unaware that the tube had broken off and was left in the patient. When the doctor did an endoscopy to insert the new peg tube, he found the small piece of the ng feeding tube that broke off and removed it from patient's stomach. In the part of the tube that was left inside the patient, it looks like little medication beads were plugging the tube. On (B)(6) 2026, the customer confirmed that the portion of the tube that remained in the patient was removed via the endoscopy performed to place the peg tube, no further surgeries/procedures were performed.